Event description:
It was reported that this pacemaker recorded three signal artifact monitoring (sam) episodes due to artifact related to the minute ventilation (mv) feature signal. The feature was then deactivated by the sam. Upon reviewed it was found that in the past the patient had an automatic lead safety switch from bipolar to unipolar due to high impedances out of range measurements on the non-boston scientific lead. The mv was activate and deactivated two more times by sam due to the same cause, high impedances out of range. Additionally, noise oversensing was exhibited. The technical services (ts) analyzed the case and discussed probable cause and troubleshooting options based on the needs of the patient. This pacemaker remains in service. No adverse patient effects were reported.